Manufacturer narrative:
Date of event: the date of event is not known. Bsc became aware of the event on (B)(6)2020. A date of(B)(6) 2020 was entered into the date of event field to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A 20 x 3.50 promus premier select was advanced through the guide catheter and into an unknown vessel. Prior to inflation, it was noted that the proximal end of the stent appeared to be damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications. The patient was noted to be fine.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A 20 x 3.50 promus premier select was advanced through the guide catheter and into an unknown vessel. Prior to inflation, it was noted that the proximal end of the stent appeared to be damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications. The patient was noted to be fine. It was later reported that the stent was in the vessel, but not inflated and stayed on the balloon. The stent was removed and the procedure was completed with a new stent. No patient complications were reported in relation to this event.

Manufacturer narrative:
B3: date of event: the date of event is not known. Bsc became aware of the event on 20 jan 2020. A date of (B)(6) 2020 was entered into the date of event field to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product. Device evaluated by MFR: a 20 x 3.50 x 3.50 mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.